Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens came out unexpectedly while surgeon was priming device (before implanting), unsure whether plunger advanced more quickly than expected. There was no patient contact. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).